Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked. This was discovered during use. The following information was provided by the initial reporter: on (B)(6) 2019, the patient came to our hospital for treatment due to heart failure. When air leakage was found during the normal use of the intima-ii, the intima-ii was immediately replaced. No adverse effect was caused to the patient, and no combined use of the device was found.

Manufacturer narrative:
Investigation: master production records were reviewed for the lot number and no non-conformances were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. Neither sample or photo was returned making it impossible to observe the failure mode. Root cause could not be determined.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked. This was discovered during use. The following information was provided by the initial reporter: on (B)(6) 2019, the patient came to our hospital for treatment due to heart failure. When air leakage was found during the normal use of the intima-ii, the intima-ii was immediately replaced. No adverse effect was caused to the patient, and no combined use of the device was found.